Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was currently alarming motor error. Customer doesn't know his blood glucose level. Troubleshooting was performed and no anomalies were noted on the drive support cap. Customer stated the device was exposed to airport as he travels often. The device had a motor position encoder error alarm. The customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside the device and it passed. Unable to confirm the motor position encoder error alarm due to an overwritten history file. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.